Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while the implanter was marrying the valve to the radiopaque marker band, the capsule of the delivery catheter system (dcs) fractured. The implanter immediately noted the capsule fracture and manipulated the distal tip back into the capsule. The dcs was able to be withdrawn into the non-medtronic sheath. The dcs and sheath were able to be successfully removed from the body. The patient's pressure remained stable. A replacement sheath was inserted. A second valve and dcs were placed and the valve was able to be implanted without complications. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the subject delivery catheter system (dcs) was not returned, and as such no analysis could be performed. Conclusion: images were received for review. The images illustrated that during the attempted implant of the harmony transcatheter pulmonary valve (tpv) 25, a separated capsule was noted. The physician then successfully pulled the carrot into the delivery system to allow withdrawal through the dry seal. A new tpv 25 was successfully deployed. No pulmonary insufficiency (pi) or paravalvular leak (pvl) noted. The technical understanding for the cause of this break is due to an incomplete bond, which results in a crack propagation and ultimately a break when stressed in a bend. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: g3 was updated to reflect the accurate aware date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.